Event description:
Electrocautery was in use for a tonsillectomy. The insulated tip flared, and power to the electrode was stopped, but the tip continued to flare. No tissue contact was made. Electrode was removed immediately and the flare ceased.